Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of error b30 (scope communication error). The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device return evaluation was completed . The reported issue was confirmed. Device evaluation found b30 (scope communication error) occurs due to damage to the imaging unit. Corrosion of the video connector causing b30 (scope communication error) was noted. Furthermore, the following findings during inspection were noted on the device: the right/left (rl) lever does not operate smoothly due to wear of the angle wire. The curved rubber adhesive part is missing. The operating part angle fixing part is loose. Scratches are found on the video connector due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the lg connector due to external factors. The light/guide (lg) connector is deformed due to external factors. Scratches on the lg cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.